Event description:
Product pulled skin off of consumer's shoulder when she removed it. She was going to the doctor. She has used patches in the past without a problem. On 03/2007, consumer called to get email info to send photo of her burn. She has been putting aloe vera on burn. No further follow up info has been received.